Manufacturer narrative:
Corrected data: in the initial MDR section b2 outcomes attributed to adverse event was inadvertently left unchecked. Required intervention to prevent permanent impairment/damage should have been indicated. Device evaluation: the intraocular lens was not returned for evaluation and the serial number could not be provided. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens could not be reviewed as the serial number was not provided. A search of complaints related to this production order was unable to be performed due to no serial number being received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/ not provided. Serial#: unknown/not provided. Catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. If implanted; give date: unknown/ not provided. If explanted; give date: unknown/ not provided. (B)(6). Device manufacture date: unknown as product serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a lens was explanted. Through follow-up we learned that the lens was a zxt and that the customer made a mistake by implanting this lens. The wrong lens was ordered and implanted by mistake, no product issues or adverse affects for the patient were reported. No additional information was provided.